Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that the planned implants at s2 were both placed in areas that contain skive zones. The implant for s2-l was planned in an area of prominent bony structures and appears to have fallen within the joint due to the originally planned location. The combination the plan and skiving likely contributed to the implant being placed off of the intended plan. The implant for s2-r was also planned in an area that appears to have excess bony structures, although not as prominent as the left side the user also likely skived into the joint while placing the implant. Screws were replaced intraoperatively and there were no reported effects to the patient. The observed overall risk is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced. This event occurred in australia.